Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section b-3: date of event: unknown as information was not provided. The best estimation date is between (B)(6) 2023 (iol implant and explant dates). Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the zct150 model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). The iol was explanted during a secondary surgical procedure due to unknown reasons; information regarding the replacement iol is also unknown. There was no patient injury. Patient outcome post-lens exchange is unknown. The suspect iol is not available for return. No further information is available.